Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider that the right side fork assembly is starting to bend and beginning to hit the footplate when they turn in the chair.